Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, it was reported that the patient experienced a inaccurate cgm values. The cgm consistently showed low readings around 60 mg/dl without a fingerstick test, and the patient experienced symptoms of hypoglycemia such as sweating and shaking. Believing the cgm reading was accurate due to these symptoms, she consumed four servings of grape juice. Approximately 10¿15 minutes later, the sensor displayed a ¿brief sensor issue,¿ preventing the patient from monitoring her glucose levels. During this period, she began experiencing hyperglycemia symptoms such as nausea and mental confusion. Without access to a fingerstick test, it took her about 20 minutes to purchase a glucometer, which then showed a ¿high¿ reading and at the time the cgm continued to display unspecified low readings. She did not give herself any medications after this. Given her symptoms and the high bg reading, she went to the emergency room (ER) for confirmation. There, her blood glucose was found to be over 400 mg/dl (exact value unspecified), while the cgm continued to show an unspecified low reading. She was treated with IV fluids and 10 units of insulin, advised to remove the sensor, and discharged after two hours feeling better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.